Manufacturer narrative:
B5: additional information updated. H6: additional information suggest that b01 is no longer apply to this event. Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information states that stim delivered was at .06a however no response was shown on the screen. There was no visual and/or audible indicators (error message) alerted the user of the issue. Case was finished with the reported device.

Event description:
It was reported that during tumour behind ear procedure, the surgeon was touching nerve and when touching nerve the nim was not showing any response. Changed to stimulating at .06 and then it would recognize it a little but anything below .05 it would not detect. Procedure extended by 1 hour. No consequences or impact to patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.